Manufacturer narrative:
During testing and investigation at the svc ctr burning was noted on the power supplies for channels 2 and 3. There was also significant fluid ingress noted internally in the device. The probable cause for the broken power supply pwa (printed circuit board) was due to a short circuit caused by fluid ingress. The probable cause of the fluid ingress is use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the svc ctr with a report from the customer contact the stated, "ac led indicators remained inactive in channels 2 and 3, when device connected to power socket. No alarm codes reported." No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the svc ctr, burning was noted on the power supplies of channels 2 and 3 of the device.